Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level resulting in the customer losing consciousness; bg value was not provided. Low bg cause was not known. At the time of the event, the customer received control iq low alert; however, the customer did not notice the alerts. The control iq software terminated insulin deliveries as intended at the time of the low bg. Customer consumed carbohydrates to address low bg. Subsequently, the customer received assistance and was hospitalized; no further information was provided regarding hospitalization and treatment of low bg.